Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image (error b30) issue was confirmed, however, the root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed a blurry image. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was a b30 (scope communication error) code. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition to the finds reported in b5, angulation was insufficient. The insertion tube was defected. The distal end was deformed. The connector was deformed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.